Event description:
On june 30, 2006 the lay-user/reporter contacted lifescan alleging that the patient's one touch ultra meter was reverting back to the setup mode intermittently during a test strip insertion. The medical affairs specialist spoke to the reporter on july 7, 2006, to obtain/verify information. On an unspecified date in january 2006, the reporter indicated that the reported meter had been dropped a few times. In one instance, the meter's display was cracked. After dropping the meter, the reported issue started occurring. At times the meter would give a reading. In other cases, the meter would just enter the setup mode. On an unknown date during the first week of february 2006, the patient suffered a fainting episode sometime late in the afternoon. The patient hit his head on a tile floor, and was immediately given a glucagon injection by the reporter. After the patient regained consciousness, he was given honey, soda, and a cheese sandwich to help raise his blood glucose as he was believed to be hypoglycemic. The patient was then taken to an emergency room. He had a CT scan performed, and was hospitalized for 4 days. The patient ate breakfast, and lunch on the day of the event, and had also taken estimated dosages of sliding-scale"novolog" insulin prior to each meal. In addition, the patient took his morning daily dose of 1.5 units "lantus" insulin. The reporter denied testing the patient's blood glucose on the day of the event due to the meter's intermittent setup mode issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter did not test the patient on the day event becasue, she did not trust the meter and did not believe it would work because of the intermittent setup mode issue. The patient took sliding-scale insulin based on normal daily dosages, developed symptoms, and ultimately received medical intervention/treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.